Event description:
Tip of wolf prestige grasper part #(B)(6) broke off of the instrument during a laparoscopic ventral umbilical hernia repair. Tip broke while in patient's abdomen. Retrieved without incident. No injury to patient.